Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the original customer comment of an error message generated during a device in terrogation however the hard drive was reconfigured and the software was reloaded as a preventive. Analysis further noted that the latch tabs were broken off the power cord bay door, both keyboard hinges were broken, the electrocardiogram and the radiofrequency connectors were loose. All found defective parts were replaced and the link electronic module printed circuit board was also calibrated. The device then passed all final functional and system tests. (B)(4).

Event description:
It was reported that during the interrogation of an implanted heart device the programmer generated an error "emergency hardkey available" and printed this message out. The programmer was changed out and returned to service. The patient was interrogated with the replacement programmer. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.